Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information were unsuccessful. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted two years, three months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm aortic valve. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: prosthetic valve endocarditis is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device.

Event description:
Edwards received additional information that this device was explanted due to vegetation and endocarditis secondary to sepsis. Per obtained information, the patient was admitted and found to have viridans strep endocarditis and mrsa. Upon visualization, the prosthetic valve had vegetation on the leaflets. This was excised, a bentall procedure and CABG took place, and a 25mm valve was used in replacement. There were no complications and the patient was transferred to the ICU in stable condition, after having tolerated the procedure well; he was later discharged on pod #17.

Manufacturer narrative:
Corrected data: coronary artery disease and renal disease instead of complete heart block and acute kidney injury.